Event description:
It was reported that this inflatable penile prosthesis would not inflate. An explant procedure was performed, during which the physician noted that the tubing may have been hung up in scar tissue, which could have impacted the ability of the device to inflate. The reservoir was surgically abandoned but the rest of the device was explanted. An ambicor penile prosthesis and an artificial urinary sphincter were implanted. No patient complications were reported.